Event description:
Customer reported a bent cannula on his insulin pump. The customer also stated his tubing was getting caught on objects. The customer's blood glucose was 136 mg/dl. The customer stated he used manual injections to treat her blood glucose. The customer also stated he had gone through 6 infusion sets. The customer was advised on the recommended techniques for insertion, infusion site locations, and taping technique. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-41538.